Manufacturer narrative:
The pump was not returned to the MFR for evaluation, as it was not explanted. A direct relationship between the device and the reported event could not be determined. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the MFR through the device tracking form from the hosp that the pt expired on (B)(6) 2014. The cause of expiration was noted as "respiratory failure." Additional info was received from the vad coordinator that the pt was admitted into the hosp on (B)(6) 2014 for a gi bleed and was given a transfusion of 20 units of packed red blood cells. An upper gi endoscopy, colonoscopy, and small bowel enteroscopy (twice) were performed. Two areas within the jejunum were emobilized and clipped. The pt was transferred to a rehabilitation ctr on (B)(6) 2014. The pt was found unconscious by his wife and was admitted into the hosp. The pt was noted to have pleural effusion. On (B)(6) 2014, the pt experienced blurred vision which resolved on its own. On (B)(6) 2014, the pt was discharged to a rehabilitation ctr. On (B)(6) 2014, the pt was readmitted into the hosp for low hgb (6.6) and was given a blood transfusion. On (B)(6) 2014, the pt underwent a small enteroscopy, and the source of the bleed was not found. The pt's pulmonary status declined. The pt was made dnr and later expired on (B)(6) 2014.